Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As no autopsy was performed, the device was not explanted and no further investigation can be performed. The manufacturer was unable to obtain any further information about this event. Based on the document review performed, no manufacturing deficits were identified. However, as the device was not received for analysis, no device investigation could be performed and the root cause of the event cannot be determined. No autopsy performed - not explanted.

Event description:
The manufacturer received confirmation on (B)(6) 2018 that no autopsy was performed, but was unable to obtain any further information about the event.

Manufacturer narrative:
Device disposition not presently known.

Event description:
It was reported that a patient returned to the hospital 6 months after a crown prt pericardial heart valve, size 25 mm, and mitroflow valsalva conduit 30mm were implanted. The tee showed limited opening of the valve. The patient died shortly after the tee.